Event description:
It was reported that impedance readings were >3600 ohms (c0=3305, c1=1453, c2=5967, c3=7174) at 3v. Bipolar results could not be located. The patient was getting good therapy. X-rays were performed and appeared normal without any visible breaks or opens. The health care provider (hcp) wanted to perform an MRI in order to place a second deep brain stimulation system. It was later reported that the patient had a second lead placed in the gpi. Impedances for the deep brain stimulation on three contacts were above 2000 ohms but below 9000 ohms. The MRI was not performed and the patient had a CT scan instead. It was determined by the hcp that the patient did not have an open circuit because no break in the system was observed in the x-rays. It also was determined by the hcp that the patient was receiving good stimulation with the device, and no component of the system was explanted.

Manufacturer narrative:
(B)(4).